Event description:
Implanted device removed due to reported pain. On (B)(6) 2014: initial implant device generator (B)(4), lead (B)(4), lead (B)(4). On (B)(6) 2015 replacement of generator due to reported shocking. Device: (B)(4). On (B)(6) 2017: explant of device due to pain. Dates of use: (B)(6) 2014 - (B)(6) 2015. Diagnosis or reason for use: gastroparesis.